Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to above 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported administering 8 units of correction bolus and noticed insulin leaking prompting pod removal. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.